Manufacturer narrative:
Product complaint # (B)(4). Gtin: product was marked for gudid exclusion. Unique identifier( UDI) : UDI/gtin information is not applicable. Product is no longer marketed. (B)(4). No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to aseptic loosening. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe: revision. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. (B)(4). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.